Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported with an unknown number of incidents that in the past, maxzero leaks with quad fuse extension sets were small with slow infusions on babies, then progressed to events at higher rates. There has been an unknown number (multiple) of increases in the past 30 days, primarily with parenteral nutrition leaking through the threads, but other fluids as well. There is concern about infection rates. Although requested, no further details have been given.

Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Age or date of birth: baby. 18015671 thought to be the lot number.

Event description:
The customer reported with an unknown number of incidents that in the past, maxzero leaks with quad fuse extension sets were small with slow infusions on babies, then progressed to events at higher rates. There has been an unknown number (multiple) of increases in the past 30 days, primarily with parenteral nutrition leaking through the threads, but other fluids as well. There is concern about infection rates. Although requested, no further details have been given.